Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken. The blade broke at roughly .028¿ from the base. The broken piece was returned, measuring approximately .084"" x .607"" in size. The complaint regarding the harmonic ace instrument having replacement errors was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the broken blade is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted surgical procedure, harmonic ace had instrument replacement error. The instrument became unusable as soon as it was installed. The customer used a backup instrument of the same kind to continue. The procedure was completing as planned with no reported injury.